Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that almost 4 years after the dental implant was installed in intraoral region #3, its loss of osseointegration was observed. Moreover, the patient presented insufficient bone quality/quantity (bone type iii) and immediate load was performed.